Event description:
The device was used during a thoracotomy. Reportedly, the staples did not form properly, bleeding occurred and a component disengaged into the pt's cavity. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.